Event description:
The customer reported that the round circle on the bottom of the insulin pump was damaged, and the label sticker has completely fallen off. The blood glucose reading was 277mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a loose drive support disk.